Event description:
Patient reported their dentist advised them to stop wearing the aligners due to misalignment of the lower right canine and patient reports severe sensitivity to their teeth. The patient also reported signs of tmj. The patient provided a letter of recommendation from their dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.